Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-06, additional information was received from a rep. The rep reported the patient had the pump explanted on (B)(6) 2018. It was stated, "patient opted to have pump removed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-21, additional information was received from the manufacturer representative (rep). Additional information reported only the pump was explanted and the catheter was tied off. The patient was doing well and was working with their managing healthcare professional (hcp) to control their pain by other means. The cause of the volume discrepancy and inability to aspirate the catheter was unknown.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving morphine (25.0 mg/ml, 0.159 mg/day) via an implantable pump for spinal pain. The patient reported having increased pain at a refill on (B)(6) 2018 they were receiving no relief. The patient stated it started approximately 3-months prior to their last refill, but did not report the issue to their healthcare professional (hcp) nor rep. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. For diagnostics, the patient would be seen for consult on (B)(6) 2018 for a catheter and rotor study. The refill was completed on (B)(6) 2018. An additional note indicated that at the refill on (B)(6) 2018, the hcp withdrew 37 cc of drug and the patient should have had 1.8 cc. It was stated, the "patient only received approximately 3cc after last refill 3 months prior". The issue was reported as resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2018, additional information was received from a manufacturer representative (rep). It reported the patient had a catheter study scheduled and the rep covered it. The hcp was unable to aspirate the catheter and believed a catheter revision was needed. The hcp recommended the patient go back to the implanting hcp. A rotor study "appeared okay".